Event description:
Reporter indicated that intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance reading was obtained when the new generator was connected to the original lead. Device diagnostic testing of the new generator alone was within normal limits, indicating a possible problem with the original lead. Surgeon decided to complete the generator replacement surgery with the new generator connected to the original lead. The patient is scheduled to follow up with their neurologist to determine whether an additional surgery will be performed to replace the suspect lead.